Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2024-00550. It was reported that the patient's leads had migrated. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Correction: section b5 should have contained the statement "the issue was confirmed via x-ray" in the initial report. This correction is reflected in this additional report 2.

Event description:
It was reported that the patient's leads had migrated. The issue was confirmed via x-ray. As a result, the patient may undergo surgical intervention to address the issue.